Manufacturer narrative:
Evaluation results: failure to follow instructions (physician used expired product) evaluation conclusion: user error contributed to event (physician used expired product).

Event description:
An aneurx stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.5 cm in diameter abdominal aortic aneurysm and an occluded left common iliac artery. Aneurysm and vessel morphology was not reported. The physician decided that it was in the patient's best interest to use the expired aneurx limb that he had in inventory, because of the radial force of the aneurx device. The physician was aware that the device was expired before use. The patient was started on antibiotics and is doing fine. No clinical sequelae were reported, and the patient is fine.